Event description:
This ra lead was implanted on (B)(6) 2000 and capped on (B)(6) 2011 due to impedance greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).